Manufacturer narrative:
Unit had minor scratched lcd window and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. Unit had missing o-ring reservoir tube and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump had a crack where the reservoir is inserted. The reservoir did not fit securely. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.